Manufacturer narrative:
Additional information: section h imdrf annex codes: upon investigation of the actual device used in this incident, it was determined that refrigerator failed. The field service engineer (fse) tested the latch and found it sticking, prompting a replacement. The fse then replaced the latch. The customer then logged in and successfully inventoried the refrigerator without any failures. The station was functioning as designed. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the refrigerator keeps failing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, the refrigerator keeps failing. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.